Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b3, b5, b6, d4, g2, h4, h6.

Event description:
Patient's family member reported "possible" right side rupture, "severe rash", getting sick and patient's body "rejects" the implant. Patient later reported right side implant exchange with no complaint against the device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's family member reported rupture, "severe rash", getting sick and patient's body "rejects" the implant. Later patient reported ¿rupture¿ and "pain". Later patient reported " implant exchange with no complaint against the device". This record is for the right side. Device remains implanted.